Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2267 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on to the start prompt. The tsr explained the alarm and hp stated that there were no wet lines and the spare line was closed. The hp did not disconnect the cycler during therapy. The tsr explained to discard all supplies and to report alarm to peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2012 regarding the system error 2267. The cg reported that the issue was resolved, but she did not know the cause of the alarm. She felt that it had to do something with the cassette. Per cg, there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.